Manufacturer narrative:
Additional information has been requested. Subject device has not been explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.

Event description:
Patient status post implantation two zero-p levels c3-c5, returned to surgeon for post op visit. An x-ray showed a vertebral fracture between the two implanted zero-p implants at c4. Surgeon noted the patient had osteopenic bone, implants are not broken, and the implantation went well and looked ok. It is not known if the vertebral body was fractured during insertion of the implants or post operatively. Surgeon is not removing the hardware at this point and will monitor the patient. This is two of two reports for this event.